Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
Pt had calaxo screw implanted in 2007, and is about to undergo surgery for irrigation and debridement. No add'l info is available at this time.